Event description:
Revision because of breakage of the inlay on (B)(6) 2009. No further info. Explant was scrapped in the hospital.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.